Event description:
A customer reported an issue with charging the pump "as it frequently slipps off the charger". There was no reported impact to the customer's blood glucose level. The customer continued to use current pump.